Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional informaiton: (b5) event description. Investigation summary: the complaint device is not being returned, a fragment of the device remained in the patient and our affiliate informed us that the other part is not available for return, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. No nonconformances were identified for this part-lot number combination per qlik query executed 09/09/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Additional information provided by the affiliate reported the case was completed by utilizing the part screw was retained for the tibial fixing by the surgeon and another company was chosen for the femoral fixing. The affiliate reported an alternative product was available and other screws were available in the operating room. It as reported the alleged malfunction effected the tendons of the right internal and the tendons of the semitendinosus and it was impossible to retrieve the broken screw fragment. The affiliate reported the patient had good bone quality and no other hole on the tibia was created.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via email that a milagro advanced screw was broken during surgery and a fragment of the screw remained inside the patient. Additional information received from affiliate reported the product cannot be returned and there was a 30 minute surgical delay. It was also reported the patient is well and additional surgery is not required.